Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The monitor was returned for investigation and did not pass incoming functional testing. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vt rhythm on the date of event. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 20:11:43 on (B)(6) 2024. At 13:55:29 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs transitioning to vt @ 200 bpm. At 13:56:04, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was asystole for 14 seconds transitioning to sinus bradycardia @ 40 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 18:14:38 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 20:11:43 on (B)(6) 2024. At 13:55:29 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs transitioning to vt @ 200 bpm. At 13:56:04, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was asystole for 14 seconds transitioning to sinus bradycardia @ 40 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 18:14:38 on (B)(6) 2024.